Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient has been having a lot of trouble with the ins battery, noting that it's big and bulky and he's having a lot of pain back in that area from that. Patient added that they can't sleep on the side or anything else anymore. The issue is just the ins battery, everything else is okay. Patient thinks he's going to be seeing a specialist for his spine and has seen a chiropractor who told him he's leaning to one side because of the ins battery. No trauma/falls were reported. Additional information was received from the patient. It was reported that the battery was bulky and seemed to have shifted which increased the patient's pain level. The patient was sleeping on their side. The issue was not resolved. No further complications were reported.